Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/11/2014 with the following findings: visual inspection revealed that the keypad cover was cut and torn at the ok button, and the entire keypad was peeling away from its base. Evaluation revealed that the ok keypad button was unresponsive, and the down arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. The reported event was duplicated. Unrelated to the reported event, the display screen was found to be dim and discolored. Also unrelated to the reported event, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was over responsive. Reportedly, the keypad cover was missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.